Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose was 400 mg/dl. The customer stated that insulin pump had no delivery alarm. The customer changed the 2 set has been getting the same result changed set multiple times almost impossible to lock the reservoir and tubing. The device will not be returned for the analysis.